Manufacturer narrative:
Block d4 and h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf patient code e0506 captures the reportable event of hemorrhage/blood loss/bleeding.

Event description:
It was reported to boston scientific corporation that an x-tack endoscopic helix tacking system (160cm) was used during a procedure performed on an unknown date. The procedure was completed with the original x tack device. The patient experienced bleeding three days post-procedure. There were no other patient complications as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block d4 and h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf patient code e0506 captures the reportable event of hemorrhage/blood loss/bleeding. Imdrf impact code f2202 captures the reportable event of endoscopic procedure. Imdrf impact code f2303 captures the reportable event of medication required.

Event description:
It was reported to boston scientific corporation that an x-tack endoscopic helix tacking system (160cm) was used during a mucosal defect closure procedure performed on (B)(6) 2023. The procedure was completed with the original x tack device. The patient experienced bleeding three days post-procedure. A follow up endoscopy procedure was performed on (B)(6) 2023 to treat the bleeding. There were no other patient complications as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block d4 and h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf patient code e0506 captures the reportable event of hemorrhage/blood loss/bleeding. Imdrf impact code f2202 captures the reportable event of endoscopic procedure. Imdrf impact code f2303 captures the reportable event of medication required. Correction: a1: patient identifier.

Event description:
It was reported to boston scientific corporation that an x-tack endoscopic helix tacking system (160cm) was used during a mucosal defect closure procedure performed on (B)(6) 2023. The procedure was completed with the original x tack device. The patient experienced bleeding three days post-procedure. A follow up endoscopy procedure was performed on (B)(6) 2023 to treat the bleeding. There were no other patient complications as a result of this event. No further information has been obtained despite good faith efforts. Note: the device has not been received for evaluation.